Event description:
The patient's ent reported that the patient has left tvc paralysis with moderate to severe dysphonia. The ent reported that the surgery is to medialize the left tvc to improve the patient's voice and is not to preclude a serious injury. The patient is undergoing speech therapy. The ent reported that the dysphonia is expected to improve.

Event description:
It was reported that the vns patient was referred for vocal cord surgery. The patient was diagnosed by the ent with dysphonia. The patient did not have any vocal cord issues prior to vns. The patient¿s dysphonia began immediately following vns implant. The patient¿s device was never programmed on. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Manufacturer narrative:
.